Event description:
Lead was explanted due to increasing ra impedances and thresholds. When pocket was opened, doctor questioned lead integrity due to being twisted up. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The insulation was found rubbed through 16 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the fixation helix was found bent and stretched. The damage probably occurred due to tensile stress. The inner coil was found deformed directly next to the is-1 connector pin, which most likely affected the insertion of the stylet. The deformation most likely resulted due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.